Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap right hemicolectomy procedure, the device had intermittent activation on the right side. They used another device to complete the procedure with no patient consequences. One device will be returned.